Manufacturer narrative:
H10: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. H6 codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reports the device was replaced due to normal battery depletion. There was no device or patient issue.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller called because he wanted to get in touch with the representative he met with at the healthcare provider (hcp) office a couple weeks ago. He said, he was testing it and couldn't get it to work right. Tried to ask caller additional questions about the issue and he didn't want to answer. It was not clear if he was testing the patient programmer or the stimulator. Patient believes the device is failing. Patient said he thinks the representative has the patient programmer or he lost it. Patient was having trouble with the battery and thinks the device is not working. They are trying to reschedule a battery replacement for the stimulator. Patient started having problems with the stimulator last three months. Troubleshooting was unable to be performed as caller just wanted to get a message to the representative to call him back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.